Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2019 and (B)(6) 2019 with blood glucose of more than 700 mg/dl and also other blood glucose value was about 500 mg/dl. The customer stated that they had ketone in urine. The customer also stated that the insulin pump received no delivery alarm while perform the delivery of bolus. The customer stated that they had a fever. The insulin pump will not be returned for analysis.